Event description:
It was reported by repair work order that there were no bed functions due to damaged main pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: bed on hold and placed out of service until part received.

Event description:
It was reported by repair work order that there were no bed functions due to damaged main pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the control board